Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the occurrence of the sf218 and revealed the occurrence of battery inoperable and total power failure alarms. Performance testing could not reproduce the reported sf218. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was due to a software issue and an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) related to a mainboard error succeeding a battery alarm. There was no patient harm or serious injury reported as a result of this incident.